Event description:
This report is being filed after the subsequent review of the following journal article: kandziora, f., et al. (2005). Treatment of traumatic cervical spine instability with interbody fusion cages: a prospective controlled study with a 2-year follow-up. International journal of the care of the injured, volume 35, pages s-b27-35. Germany. This was retrospective review of the study including synthes implants: cervical spine locking plate (cslp) and syncage-c. The purpose of the study was to define indication and analyze the clinical and radiographic results of using interbody cages to surgically treat traumatic cervical spine instability. Patient ages ranged between 18 and 65 years old, had isolated trauma of the cervical spine with various fracture types and instability between c2/3 and c7/t1. All patients had monosegmental anterior discectomy and interbody fusion. There were 26 patients in the cslp group (average age 34.4 years; 7 females, 19 males). Cslp was implanted in the year 2000. There were 27 patients in the syncage-c (average age 35.7 years; 9 females, 18 males). Syncage-c was implanted in the year 2001. Clinical exams and data collection occurred surgery, at 6 months, 12, and 24 months. Complications included: cslp: overall outcome was poor, n=1, (same patient had neurological deficit initially graded as asia a); slight loss of lordosis of 1.8 (+,-) 0.6 degrees; 1 did not have fusion at 24 months this is report #1 of #2 for (B)(4). This report is for an unknown cslp with an unknown part numbers, lot numbers and quantities.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cslp with unknown part and lot numbers. Phone +41 32 720 48 51. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).